Event description:
It was reported via the stryker facebook page, "I had a stryker knee replacement in april but the alignment is off and I¿m in agony. Trying to have it redone with a doctor who uses the mako robot to fix the problem but there doesn't seem to be any near me. Very frustrating" "my stryker knee is terrible 6 months post surgery but the doctor didn't use mako and he moved my kneecap medially. Hoping to get a revision with mako soon to fix the alignment".